Event description:
It was reported that st segment elevation and cardiac arrest occurred. A left atrial appendage (laa) procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device and delivery system (wds) were used. As the wds was being deployed, the patient experienced st segment elevation and went into cardiac arrest. Cardiopulmonary resuscitation and defibrillation were performed. The closure device was not implanted and the procedure was aborted. The physician suspects air was introduced into the patient possibly during preparation of the devices, however this was not confirmed as air was never visualized in the devices nor the patient's anatomy. The patient regained consciousness the following morning and is expected to fully recover.

Manufacturer narrative:
B5: patient status update added to narrative.

Event description:
It was reported that st segment elevation and cardiac arrest occurred. A left atrial appendage (laa) procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device and delivery system (wds) were used. As the wds was being deployed, the patient experienced st segment elevation and went into cardiac arrest. Cardiopulmonary resuscitation and defibrillation were performed. The closure device was not implanted and the procedure was aborted. The physician suspects air was introduced into the patient possibly during preparation of the devices, however this was not confirmed as air was never visualized in the devices nor the patient's anatomy. The patient regained consciousness the following morning and is expected to fully recover. It was further reported that the patient has been discharged home.